Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b7, e1, h8.

Event description:
Healthcare professional reported injecting a patient in the chin (jaw) region with juvéderm® volux¿. The patient experienced ¿bone resorption¿ in the chin through a head tomography scan performed after the patient ¿injured¿ their nose. Event status is unknown.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "bone resorption" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the chin (jaw) region with juvéderm® volux¿. The patient experienced ¿bone resorption¿ in the chin through a head tomography scan performed after the patient ¿injured¿ their nose. Event status is unknown.